Event description:
Boston scientific received information that this patient was hospitalized due to a respiratory condition. During device interrogation, it was found out that this implantable cardioverter defibrillator (ICD) reached end of life (eol) approximately three years after implant with a charge time of 30.2 seconds. Eol was reached earlier than expected. This patient was lost to follow-up. Boston scientific technical services (ts) discussed therapy availability as this device is part of the mid-life display of replacement indicators (november 27, 2007) advisory population. Additional information was received indicating that this device will not be returned as it was kept by the hospital. A new ICD was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.